Manufacturer narrative:
Customer complained on (B)(6) 2021 insulin pump alarmed stuck button. Device passed self test and displacement test. Intermittent response from all buttons due to moisture damage to keypad traces. Device successfully downloaded to thus. No stuck button error alarms noted during testing or listed in device downloaded history. Device passed the keypad voltage test. The j1 connector on pcb1 was locked properly during visual inspection. The electronic assemblies were inspected and no anomalies noted. The following were noted during visual inspection: scratched case, pillowing keypad overlay, end cap address label missing and serial number label missing. The p-cap/reservoir does lock properly. Confirmed intermittent response from all buttons due to moisture damage to keypad traces. No stuck button error alarms noted during testing or listed in device downloaded history.

Event description:
Information received by medtronic indicated that the insulin pump had stuck button alarm. Customer stated that they did not press a button down for 3 minutes or longer. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.